Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging using the same charging supplies. During troubleshooting with tandem technical support the malfunction alarm was cleared and insulin delivery was able to be resumed.